Manufacturer narrative:
Gehc recommended replacement of the anesthesia control board. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit went into a system reset. The clinician reportedly cycled power and completed the case. There was no reported patient injury.